Event description:
Baxter corporate product surveillance received notification from baxter home care services regarding a home patient (hp) report. Hp called baxter home care services to report an automated pd cassette in which when the caregiver was hooking up the cassette a hole was observed. Product surveillance spoke with the caregiver (cg) on (B)(4) 2012, regarding the reported issues. The cg stated that the cassette was still available for evaluation and mentioned that they had 6 cassettes of the same lot number that had these issues. The cg stated that the problem was encountered during self-testing, the patient was not connected and they realized that the table counter was wet. The cg stated that during further inspection, they determined that the tubing lines had small pin size holes in the first three lines and they were located on the tubing and not on the membrane gasket of the cassette. The cg stated that they called their physician after this incident. Per the cg "their physician referred them to the hospital to take precautionary measures and ensure that there was no contamination exposure." The cg ended therapy that day. The caregiver stated that the home patient has been completing therapy on the hc with no further issues and they have just stopped using the cassettes from that lot number. There was no patient injury or medical intervention reported. No further information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is report 6 of 6 associated with this issue.

Manufacturer narrative:
(B)(4).additional information:this condition of a leak was not confirmed. The cause was not identified because the sample was not returned for evaluation and the home patient did not clearly report any type of use error that might have led to the issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.